Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip broke at 491,493 joules and 48:48 minutes of use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the glass cap was able to rotate independently of the metal cap, indicative of glue failure. The glass cap exhibited moderate devitrification. The metal cap exhibited severe charred detritus adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the glue failure. It is likely that the interaction between the user and device caused or contributed to the observed fiber damage. Based on all available information, the most probable cause was determined to be unintended use error caused or contributed to event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber tip break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip broke at 491,493 joules and 48:48 minutes of use. The procedure was completed with another device. There were no patient complications.